Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar autoa-flex. The device was returned to a third-party service center for evaluation. During evaluation, foam particles were observed in the device assembly. Additionally, unrelated to the sound abatement foam, the device was found to be contaminated with tobacco. The evaluation of the device data identified an unrelated error codes. The error code is consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that this error code contributed to or caused the reported event. The device was repaired and passed functional testing.